Event description:
Ercp (endoscopic retrograde cholangiopancreatography) completed. The tech looked at ercp scope and distal cap not on the scope. This was identified and physician took another ercp scope and removed the distal cap.